Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of this report to reflect the date the initial reporter provided the information about the event to the company.

Event description:
It was reported that the tip segment of an asahi guide wire was noted missing during a recanalization of a severely tortuous, severely calcified 90-99% stenosis in the anterior tibial artery. The physician determined to leave the wire fragment in situ. There were no adverse patient effects related to the remaining wire fragment.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Referring to known similar incidents, it was presumed that repeated bending and/or torsional stress was likely applied on the guide wire while its tip was being trapped by the severely calcified lesion. As the applied stress generated with wire manipulation exceeded the product's design limit, the guide wire eventually became separated in the vessel. It was concluded that there was no indication of product quality deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip segment of an asahi guide wire was noted missing during a ppi to treat a severely tortuous, severely calcified 90-99% stenosis in the anterior tibial artery. No information regarding remedial action against the missing tip and final patient outcome was provided.